Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the instrument involved with this complaint and completed the device evaluation. Failure analysis could not confirm/replicate the customer reported failure. Visual inspection was conducted and the touchpad was still in good condition. The unit was installed into the pca system, where it powered up with no errors. Ten power cycles were ran with no issue. The touchpad passed the functional test. This complaint is being reported due to a da vinci system malfunction rendering the da vinci system unavailable for use after the start of a surgical procedure. Although no patient harm occurred, if the reported malfunction were to recur it could cause or contribute to an adverse event.

Event description:
It was reported that during a da vinci-assisted ureteral reimplantation surgical procedure, the system was reflecting repeated non-recoverable 307 faults pointing to the touchpad on surgeon side console (ssc) 1. An intuitive surgical, inc. (Isi) technical support engineer (tse) had the customer perform a hard power cycle with no success. Tse recommended using the ssc from the other system to continue with the case. The planned surgical procedure was converted to another da vinci with no reported injury.